Manufacturer narrative:
Additional information was added to d9, e3: occupation, h3, h4, h6 and h10. H10: the device was received for evaluation containing 89 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ¿did not completely empty¿ during a patient infusion. After the nurse had checked and flushed the line it was reported; ¿the patient went home that evening and felt/heard a clicking noise and returned to the clinic the next day to show the nurse that the pump did not completely empty during the prescribed time¿. As a result, the infusor was detached. The device had been filled with fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.